Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6) 2014. Patient tested alert functionality and reported tone alerts were not functional but device did vibrate. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).